Event description:
It was reported that an unspecified number of a total 171 bd q-syte¿ luer access split-septum were damaged and broken. The following information was provided by the initial reporter, translated from spanish to english: the main defects of this product that we have detected are the following: [...] Broken silicone, broken main body, broken thread.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1243220; medical device expiration date: 2026 aug 31; device manufacture date: 2021 aug 31; medical device lot #: 1155210; medical device expiration date: 2026 may 31; device manufacture date: 2021 jun 04.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with six photos of the issue for evaluation. A review of the device history record was performed for the reported lots, 1155210, 1243220, and 2089469, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that none of the devices were in there original sealed packaging. There was no damage present on the luer threads or top/bottom of the body. The first and second photos showed one unit each with a pushed in septum but as the rim of the top body was not visible they could not be checked for adequate adhesive or root cause. Next, the third photo showed one unit with multiple black specks of foreign matter on the septum and top body. The engineer could not determine if these black specks were embedded or loose. The fourth and fifth photos showed two units with no obvious damage or defects present. Finally, the sixth photo showed two units with black and red pieces of foreign matter inside of the q-syte below the septum. However, the engineer could not determine if the foreign matter was residue of bodily fluids. Therefore, based off the provided photos the engineer was able to verify the reported defects of foreign matter and pushed in or damaged septums. However, without physicals samples available for inspection and testing the engineer could not determine a definitive root cause or origin for the observed defects and foreign matter.

Event description:
It was reported that an unspecified number of a total 171 bd q-syte¿ luer access split-septum were damaged and broken. The following information was provided by the initial reporter, translated from spanish to english: the main defects of this product that we have detected are the following: [...] Broken silicone, broken main body, broken thread.